Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged from 200-300 mg/dl. Reportedly, customer changed the supplies to address the event and reverted to manual injections.